Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated when she takes the tampons out the ends seem to be frayed and noticed some in the toilet after using the bathroom.